Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc inspected the device and confirmed the following; -the inside of the pipeline from the instrument channel outlet at the distal end to the suction connector was confirmed, but there were no abnormalities such as buckling, scratches, dirt, or foreign material adhering. -the inside of the pipeline from the auxiliary water channel at the distal end to the auxiliary water inlet was confirmed, but there were no abnormalities such as buckling, scratches, dirt, or foreign material adhering. -no significant dirt, foreign material, or scratches were found around the distal end, instrument channel port, and the cylinder. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was sent to olympus service operation repair center (sorc) for further investigation. As a result of inspection by sorc, it was confirmed that the angulation was lowered, there was play in the angle, and the adhesive part of the bending section rubber was chipped. In addition, scratches on the grip, peeling of the paint on the suction cylinder, and scratches on the insertion tube were confirmed. The investigation of the device was conducted, but the causal link between the investigation result and the reported event was unknown. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of monthly routine microbiological testing by the user facility, the sample collected from all channels of the device tested positive for escherichia coli. The sample was collected by aspiration and delivery of sterile and purified water. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4, using peracetic acid. There was no report of infection associated with this report.